Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a damaged j703 connector of the distribution node pca. The cause for the damaged connector was isolated to damaged ECG "a and b" cable, which was pulled from the strain relief. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode.